Event description:
The device was used during a laparoscopic cholecystectomy. The tie post broke off the trocar while the device was being removed. The piece fell into the pt and was retrieved. There was no consequence to the pt.

Manufacturer narrative:
H4: info unavailable, device not returned.